Manufacturer narrative:
Two broken screws were returned to acumed - one is for this MDR and one is for MDR 3025141-2016-00201. It is not possible to determine which screw goes with which MDR. Therefore, information for both screws will be presented here: screw 1: proximal and distal pieces of the screw were returned. They were separated at the joint. The parts were examined under magnification. The proximal portion is broken at the bottom where the distal portion would be connected. The distal portion shows deformities consistent with removal of the screw with pliers. Screw 2: only the proximal portion of the screw was returned. It was broken at the bottom where the distal portion would be connected. No conclusion as to why the screws broke can be made based on the physical examination.

Event description:
A slic screw was implanted on (B)(6) 2016. At some point post op, the two halves of the screw separated. The screw was explanted on (B)(6) 2016.